Manufacturer narrative:
Investigation: x-no sample returned. X-review DHR. Analysis and findings: was the complaint confirmed? Yes. Distribution history: the neo-fit neonatal endotracheal product was manufactured at csi may 2022. Manufacturing record review: DHR 319298 was reviewed, and no non-conformities were noted. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Previous complaints were confirmed attributing the occurrence to potential mishandling while others could not be confirmed as units were not returned. A few were confirmed to be related to an already initiated recall for breaking clips. Product receipt: the product was processed for a return via RMA #(B)(4). However, units were not returned as of 3/14/2023. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: based on the problem description, wo history and the previous investigation for this type of failure the root cause is attributed to a defective component that may lend itself to breaking off. The defective component was provided by the supplier and not the result of a process step. Although the complaint unit was not returned, the root cause is applicable as the lot number referenced on this complaint is part of the recall and originates in the relevant time slot of affected lots. Note: the finding on this complaint is not a reoccurrence. Correction and/or corrective action / preventative action activity : the actions described below had taken place in fall of 2022. A review of the process during assembly confirmed the clips are of stainless steel and put in place with the use of a press specifically designed to securely hold all relevant components in place. Further review of component 005-052 revealed a defect where the corners were noted to be out of specification under a non-routine inspection. A scar was issued to the vendor under ncmr-2022-09-003 which pulled all sk material to mr. Work orders (B)(4) in wip were placed on hold. A sampling from 2 lots were pulled (319298 & 311690) from fg august 2022 and confirmed to have the same weak spot on the clip ends. A regulatory hold was placed on this product and an hhe was generated. Recall #1216677-10/12/2022-001-r was issued. Final disposition of product on hold to be determined under CAPA 793 which was issued to complete the investigation and corrective actions. Note: lot #320280, placed on hold, was stripped of suspect clips and completed when updated clips arrived in november 2022.

Event description:
Per details reported from facility on incoming (B)(4): "tube holder came loose. Prongs released and caused unplanned exhibitor. "

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported conditon.

Event description:
Per details reported from facility on incoming (B)(4): "tube holder came loose. Prongs released and caused unplanned exhibitor."